Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient's ins (implantable neurostimulator) "just quit working probably over a year before the report" after the prior problems (see manufacturer's report #3004209178-2013-00298). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.